Manufacturer narrative:
It is reported that the equipment can neither be manually ventilated nor mechanically controlled. No patients were injured. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was not able to provide additional details. Based on the limited information, the device has been in use for approximately 4 years. This running stop phenomenon may be caused by the following reasons, such as the motherboard printed circuit board, power supply, battery power depletion, motor, pipeline, negative pressure pump, one-way check valve, etc. Due to the absence of faulty parts and more information, no further conclusion can be drawn. If the automatic ventilation system fails or the automatic ventilation mode stops (ventilator failure). The monitoring function is not affected therefore, the user will continue to receive information about ventilation performance and patient gas measurement. If the ventilator fails during the automatic ventilation process, the ventilator will automatically shut down and switch to the ¿manual/autonomous¿ mode (safety mode), and issue the corresponding ¿ventilator failure¿ alarm. Manual ventilation can still be carried out. Only when the apl valve (which has undergone self-check before use) fails simultaneously and within the same time period as the automatic ventilation, can the user use an external manual manual resuscitator. All alarms, possible causes, and solutions are described in the user manual. It is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
It is reported that there is a malfunction with the equipment ventilation. No patients were injured.

Event description:
It is reported that there is a malfunction with the equipment ventilation. No patients were injured.

Manufacturer narrative:
Update will be made after the investigation is completed.